Manufacturer narrative:
Describe event or problem; corrected data: additional commentary inadvertently not included in supplemental report #2. Suspect medical device; corrected data: suspect device was inadvertently not changed in supplemental report #2.

Event description:
Per product analysis, half set of setscrew marks found near the end of the connector pin and canted spring indentations on the small o-ring, indicated the lead had not been fully inserted into the cavity of the generator. Additional setscrew marks present on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present, though this good set of setscrews is likely from the 1st generator implanted with the lead and it appears incomplete pin-insertion based on the half set of set screw marks is the likely cause of the reported high impedance.

Manufacturer narrative:
Date of event: corrected data; supplemental #1 MDR inadvertently submitted without correct date of event. Device available for evaluation: corrected data; supplemental #1 MDR inadvertently submitted without noting that product was received into analysis on noted date.

Event description:
Lead product analysis was approved and reviewed. The leads were returned due to high impedance. The condition of the returned lead portions is consistent with conditions that typically exist following explant. There were no obvious anomalies noted, except for the half set of setscrew marks found near the end of the connector pin and canted spring indentations on the small o-ring, indicating the lead had not been fully inserted into the cavity of the generator. Additional setscrew marks present on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on product analysis findings, there is evidence to suggest that incomplete lead insertion may have contributed to the reported high impedance. No additional relevant information has been received to date.

Event description:
The patient's explanted lead was received into analysis. Product analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's lead was replaced due to high impedance. The generator was not replaced, and it was stated that no fracture was seen in the lead. The patient's replacement surgery facility is a facility that is known to discard products after surgery and is a no return site therefore lead has not been received into analysis. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.